Event description:
It was reported that the ventricular assist device (vad) patient replaced the power source without supervision resulting in loss of both power sources and a vad stop. The controller was off approximately for eleven (11) seconds. The patient was instructed to change power sources under supervision only. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been for the raw data files (.csv files) for the event, but were not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion . Product event summary: the controller (B)(6) was not returned for evaluation. Log file analysis revealed a controller power up event with an associated pump start logged on (B)(6) 2022 at 07:34:14. The data point prior to the loss of power revealed that an adapter was connected to power port one and (B)(6) was connected to power port two with 95% relative state of charge (rsoc). The data point recorded after the loss of power revealed that (B)(6) was connected to power port one and (B)(6) was connected to power port two. No anomalies were observed leading up to the loss of power. The controller was without power for 11 seconds. Log files available pertaining to (B)(6) do not cover the reported event date. As a result, the reported events were confirmed. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller. CAPA: pr00551638 is investigating controller losses of power investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.